Event description:
The customer reported via phone call that they had recurring no delivery alarms. The customer's blood glucose was 181 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. Customer also did not have a bent cannula upon removal of their infusion set. Customer also reported the alarm was resolved by a complete set change in the past. The customer stated they have tried all remedies for the no delivery alarm. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of three opened and used reservoirs performed the pre-fill reservoir test and the reservoirs failed per inspection due to the reservoirs are hard to be removed from the transfer guards.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.